Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced dizziness and feeling sick and had contact with an hcp who diagnosed her with hyperglycemia and provided unspecified intravenous treatment. There was no report of death or permanent impairment associated with this event.